Manufacturer narrative:
A4-a6: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
A facility representative reported that in a european society of cataract and refractive surgeon (escrs) entry, "cataract surgery and phakic iol explantation in high myopes: a case series of tailored surgical approaches," an analysis of 26 eyes which included 2 implantable collamer lens (icl) from 19 patients with cataract surgeries and simultaneous piol explanations were studied. Reportedly, "despite increased complexity of cataract surgery with piols in eyes with high myopia, knowledge of different piol characteristics and tailored surgical techniques resulted in good visual and refractive outcomes."